Manufacturer narrative:
Review of the product history records indicate 1 product was manufactured and accepted into final stock with no reported discrepancies. There have been no other events for the lot referenced. It was noted that the device is not available for evaluation. If additional information is received, it will be provided in a supplemental report upon completion of the investigation. Not available.

Event description:
Custom cemented eon stem broke.

Manufacturer narrative:
An event regarding crack/fracture involving a custom stem was reported. The event was confirmed. Visual, dimensional, and functional inspection were not performed as the item was not returned. The provided medical information was submitted to a consulting clinician who rejected for medical review. X-ray confirms broken stem, need complete operative reports, clear patient demographics, need confirmation of symptoms, progress notes, examination of explanted components, and histopathology. Review of the device history records indicates devices were manufactured and accepted into final stock with no reported discrepancies. There have been no other events for this lot. The event was reported for stem broken. The provided medical information was submitted to a consulting clinician who rejected for medical review but x-ray confirms broken stem, need complete operative reports, clear patient demographics, need confirmation of symptoms, progress notes, examination of explanted components, and histopathology. Further information such as returned devices and medical documents are needed. If the devices and/or additional information are received, this investigation will be reopened and re-evaluated.

Event description:
Custom cemented eon stem broke.